Event description:
Patient was revised to address loosening of the srom sleeve.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint.- patient was revised to address loosening of the srom. Sleeve. Doi (B)(6) 2006 - dor (B)(6) 2012 (right hip). Update 7/3/12 - litigation papers received. They allege that the patient suffers from severe pain, discomfort, swelling, and difficulty sleeping. An invoice was located and the part/lot information was added for the metal liner and femoral head. Initial emdrs were created. Update 7/11/12 - plaintiff¿s preliminary disclosure form was received, which identified the patient's name, "(B)(6). The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update: 11/19/2012 pfs was received from legal, medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review. Aug. 20, 2014 updated patient and product codes. Lm no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. Follow-up for additional event information was conducted utilizing work instruction (B)(4) appendix a; rev. B. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4).

Event description:
In addition to what was previously alleged, ppf alleges loosening of stem. After review of medical records for the MDR reportability, patient was revised to address loosening femoral component

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.